Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they felt a shock when they were changing a light bulb. Pt said they do not feel anything unusual or out of ordinary. Agent redirected the pt to healthcare provider (hcp).

Event description:
Pt called back and repeated previously documented information. Pt reported that they have already contacted both their healthcare provider (hcp) and representative, but their next appointment is not until january. Pt was insistent on obtaining a replacement controller before thanksgiving, expressing concern about ensuring their stimulation is working. Pt stated that after experiencing a shocking sensation, they attempted to increase stimulation on their controller but could barely feel any effect. Pt also reported that they are able to charge their ins without issues. Agent informed pt that replacing the controller may not guarantee restoration of stimulation, but pt remained insistent on receiving a replacement. Agent sent request to repair to replace the controller.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they got a shock from changing a light bulb a week ago and it seems to have affected their stimulator in some way but when they changed it to a different program, it helped. The patient mentioned that they texted their manufacturer representative (rep) this weekend and they have an appointment on wednesday. The patient mentioned that they did not feel great for a couple of days because they were really worried with their stimulator. The patient stated that the stimulator was working because they could feel the tingle. Agent instructed the patient to continue to work with their healthcare provider (hcp) and rep to have their ins checked. The patient mentioned that driving in the city for their appointment was a big deal pain wise.